Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, noted that due to limited information the cause for disablement was not able to be confirmed. Additionally, it was noted that the battery status is at beginning of life and that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as (B)(6) 2000. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, noted that due to limited information the cause for disablement was not able to be confirmed. Additionally, it was noted that the battery status is at beginning of life and that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as (B)(6) 2000. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. No adverse patient effects were reported. Additional information was received, this cardiac resynchronization therapy pacemaker (crt-p) was explanted and successfully replaced. No additional adverse patient effects. This product has not been returned.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, noted that due to limited information the cause for disablement was not able to be confirmed. Additionally, it was noted that the battery status is at beginning of life and that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as january 1, 2000. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. No adverse patient effects were reported. Additional information was received, this cardiac resynchronization therapy pacemaker (crt-p) was explanted and successfully replaced. No additional adverse patient effects. This product has not been returned. Additional information was received, early battery depletion caused the device to disabled rf telemetry. No adverse patient effects were reported.